Event description:
It was reported that the device detected three episodes classified as vf (ventricular fibrillation). Two shocks and one atp (anti-tachycardia pacing) therapy were delivered, and the patient passed out. It was noted later that there were short v-v intervals, which could indicate oversensing, along with twos (t-wave oversensing) and intermittent double and triple counting of ventricular events. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965-50 implantable pacing lead, (B)(6) 2011; 407652 implantable pacing lead, (B)(6) 2012; 310c31 implantable tissue valve, (B)(6) 2011. (B)(4).